Manufacturer narrative:
Customer did not provide sample collection and storage information. Qc prior to the event was within lab-established ranges but on the bottom of the range. Qc after the event was out of range. System was recalibrated and customer replaced the na electrode. Service was generated to evaluate the instrument. As of 04/22/2011, there are no further ise-related incidents reported.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro synchron chemistry analyzer was generating false low na results for six (6) patients. Samples were retested after troubleshooting was performed. The results were higher and reported. False low na results were not reported out of the lab and there is no affect to patient.